Event description:
It was reported that the patient experienced a shocking/jolting sensation for the past 2-3 years. The shocking occurred at the stimulator location and "shoots all over" when she walks. This occurred when the device was off. Intermittent stimulation also started "3 days ago." The patient was unable to use the device when she had migraines due to vibrations. The patient's physician suspected that the device may need to be replaced due to depletion, but wanted to have the company representative check the device as well.

Manufacturer narrative:
Concomitant medical products continued: lead model 3889 lot l89603 implanted: (B)(6) 2001 explanted: na. Extension model 7495-25 serial (B)(4) implanted: (B)(6) 2001 explanted: na. Extension model 7495-25 serial (B)(4) implanted: (B)(6) 2001 explanted: na. Programmer model 7435 serial (B)(4).